Event description:
(B)(6). It was reported that post stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient was diagnosed with stable angina. The 90% stenosed and 8mm in length lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm taxus liberte stent, resulting in 0% residual stenosis. The same day post procedure the patient had elevated cardiac enzymes (peak ck-mb = 6.6 ng/ml (uln = 3.6), peak troponin = 1.79 ng/ml (uln = 0.1) and was diagnosed with myocardial infarction. No action were taken and the event resolved without residual effect. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).